Event description:
I had the essure procedure done 2006 and 7 years later, I have experiencing excruciating pain during my cycle. My pain started a few years ago and my current doctor couldn't explain why. I've had 2 ultrasounds done, in which they show my uterus is now the size of a 3 month pregnant woman. After doing my own research, I strongly feel that essure is the reason for my pain.